Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 30mm in length and 90% stenosed target lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 4.00x32mm taxus liberte stent delivery system (sds) was then advanced to the lad and resistance was encountered. It was noted that the stent had moved on the balloon slightly. The taxus liberte sds was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 30mm in length and 90% stenosed target lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 4.00x32mm taxus liberte stent delivery system (sds) was then advanced to the lad and resistance was encountered. It was noted that the stent had moved on the balloon slightly. The taxus liberte sds was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).